Manufacturer narrative:
During the eval of the device at the manufacturer's svc ctr, the device failed steps during testing. The device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.